Event description:
It was reported that water leaked from the manometer.

Manufacturer narrative:
The reported event is confirmed, supplier manufacturing related. Photo samples were submitted and the physical sample was returned without the original packaging. An evaluation of the physical sample was completed by nicole bentley. Visual evaluation of the photo samples noted the gauge broken off and completely separated from the device body. Visual evaluation of the physical sample noted that the gauge was broken off from the inflation device body at the glue plug area. The needle on the gauge was also noted to be within the zero position. Root cause: the investigation revealed that the uv bond of the glue plug of the complaint device may not have been fully cured therefore atrion has confirmed this complaint. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. A label/pack review is not required as the event is confirmed supplier manufacturing related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that water leaked from the manometer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.